Manufacturer narrative:
The baxter technician found the bowden cable was broken and needed to be replaced. The saturn operating table is intended for the following use: patient positioning during surgery, ranging from anesthesia induction to actual surgery to recovery from the anesthesia. Patient transport on the operating tabletop (without the column), from the patient transfer system to the operating theatre or from the operating theatre to the patient transfer system. The technician replaced the bowden cable to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a wobbling table were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Manufacturer narrative:
This report is intended to correct g3 date received by MFR information. The original g3 date received by MFR was submitted as 01/19/2026, but the correct g3 date received by MFR was 02/18/2026. Inspection of the device is pending and results will be provided by a final report.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that operating table saturn select 3.02 had tilted. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
This report is intended to correct f10/h6 medical device problem.